Event description:
The patient reported that patient had been off of their pump since saturday and is back on injection. Patient said they had put their pump into suspend on saturday and when patient went to resume the pump was beeping, there was nothing on the display, and patient could not confirm the alarm. Patient removed and reinserted the batteries, tried brand new batteries, and nothing happened. Patient said that they had been receiving delivery halted no prime alarms during the night for no reason. Patient also said that they wore the pump in an x-ray, cat scan, and an MRI. Patient did so before receiving the notice. Patient mentioned having low blood glucose leveles in the morning.